Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially worn away. There were contact marks on the surface of the probe and the jaw. The probe broke down, but it was reported that probe breakage was nothing to do with the procedure. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a laparoscopic hysterectomy. Probe damage error displayed. So, user performed probe check and failed. Then, user replaced with a similar device and the procedure was completed. There was no patient injury reported. As a result of evaluation on (B)(4) 2014, olympus found that the ptfe pad was partially worn away.